Event description:
Patient was implanted with plate and screws on (B)(6) 2011. Surgery for first mtp fusion to remove hardware was performed on (B)(6) 2013. The patient was complaining of pain for the past week, week of (B)(6). An x-ray on (B)(6) 2013 revealed a broken plate. The plate was broken in the middle over the osteotomy, all other hardware was fine. It was reported that the plate broke due to a delayed union. The surgery went well. This is 6 of 7 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.